Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample, some creases were observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, the autoimmune reaction and the hematoma are unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: autoimmune reaction, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that (B)(6) year old caucasian female patient who underwent breast augmentation primary procedure with mentor memorygel breast implant 450cc gel breast prostheses has experienced autoimmune disorder (hashimoto¿s disease). It was also reported that the patient has developed left-side implant site hematoma on day 5 after implantation. The patient required surgical intervention and breast implants removal. It was also reported that the patient has experienced right side breast implant rupture when the doctor was performing breast implant removal on (B)(6) 2018. This medwatch report is for the patient¿s left breast prosthesis.